Manufacturer narrative:
No conclusion code available; the reported field event of noise was confirmed in the laboratory via review of the stored egms. The device was tested on the bench and anomalous supply voltage and an anomalous capacitor connect to the hybrid were found. This caused noise to be observed on both the atrial and ventricular channels.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a regular visit, noise was observed. The device was explanted and replaced. The patient was stable during and after the procedure.